Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the access 2 instrument for a single patient sample. The customer collected 2 samples from a patient at the same time to be tested for accu tni. The 1st sample gave an initial result of 0.99ng/ml and two results: 0.07ng/ml and 0.11ng/ml upon repeat. Accu tni result of 0.07ng/ml was reported out of the lab. A 2nd sample was tested for accu tni and an initial result was 0.32ng/ml. The sample was re-tested and results of 0.10ng/ml and 0.05ng/ml were obtained. Accu tni result of 0.05ng/ml was reported out of the lab. No death, injury or change to patient treatment occurred as a result of this event.

Manufacturer narrative:
Qc was in range for all 3 levels before the event. Qc level I was out low after the event. A system check was within specifications on 01/04/08. Customer performed a diagnostic system check after the event which passed. No errors were posted to the event log and customer did not question any other analytes or samples at the time of this event. The specimens were collected into bd, lithium heparin tubes, with gel separators and were centrifuged at 3,000 rpm for 5 minutes. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and did not identify any hardwire issues. The fse verified hardware by running diagnostics testing and all results passed within specifications. A clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.